Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse platform ((B)(4)) was used to resuscitate a 60-year-old male patient in cardiac arrest. The autopulse platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). The crew reverted to manual CPR. No consequences or impact on the patient.